Event description:
It was reported that the patient presented in clinic for follow-up. Upon review it was noted that the estimated longevity reduced from 11 years to 5 years in 15 months. Premature battery depletion was suspected. No intervention was performed. The patient was in stable condition.

Event description:
New information received noted that the device was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown. The reported event will continue to be monitored and trended.

Manufacturer narrative:
The reported event of ¿premature discharge of battery¿ was not confirmed. The device was received from the field with battery voltage above elective replacement level. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation under various pulse amplitudes measured current levels within normal range, and no indication of premature depletion noted. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.